Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The filter cannot be fully opened after being released inside the blood vessel.

Event description:
The filter cannot be fully opened after being released inside the blood vessel.

Manufacturer narrative:
Quality engineer, manufacture engineer and complaint analyst reviewed the sample returned from the customer. Customer returned pre -loaded filter in the cartridge. Filter was removed from the cartridge with the loading tool without any force applied to the device. Filter was put in warm water for approximately 2-3 seconds and filter opened normally without any issues. No damages were found on the filter and complaint was not confirmed. Customer did not return any other supporting devices to argon for the investigation. Based on the filter loaded in the cartridge, no body fluid was found on the device. It is not clear, if filter was not used or cleaned before returning to argon. Since the alleged complaint could not be duplicated with the returned device, no further evaluation will be taken. No corrective action is required at this time because a manufacturing defect could not be confirmed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The filter cannot be fully opened after being released inside the blood vessel.